Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, non-sustained ventricular oversensing was observed. Patient did not receive inappropriate shocks and patient notifications were delivered for episodes of ventricular noise. Physician believes noise is due to riata lead and no other possible noise source was found. Lead revision was not performed and lead remains implanted. Patient will be monitored remotely via merlin.net transmissions. No further information available.